Event description:
User is not getting proper voiding from their equipment. Initially this was thought to be an equipment failure. During discussion it was revealed that the user has gained 8 to 10 pounds recently, this would explain the lack of stimulation and the user was advised that the equipment would need adjusting to give proper stimulation. The user advised that their doctor was not comfortable with making the adjustments and it was decided to contact dr who is a specialist in vocare to help. During the time that it took to contact dr the user developed a uti which is being treated.